Event description:
The customer reported no video present on left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not determine the cause of the failure. (B) (4)